Event description:
It was reported the device was rec'd without any info. Device will be returned for analysis.

Manufacturer narrative:
Malformed clip. Eval summary: the er320 instrument was rec'd in good visual condition. The instrument had 1 clip in the jaws. The clip was removed to measure jaw width. The instrument was cycled and fired 13 scissored clips. The instrument locked out as intended. Jaw width measured within acceptable limits. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.